Event description:
The customer stated that there were air bubbles in the reservoir. The customer's blood glucose reading was 275 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or ot the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.